Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implant procedure, astigmatism remained, and it was difficult to see. The lens was exchanged with company other lens model after the initial implant procedure. The company toric calculator was used, and the result was t0. So t0 was selected for use but astigmatism appeared, so t2 was inserted and the postoperative (post-replacement) result improved. The barrett formula of the company toric calculator is said to adjust for posterior astigmatism, but the results were not good this time.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. There is no associated serial number with the online toric iol calculator, therefore no similar complaints review was performed. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported events is inconclusive. The manufacturer internal reference number is: (B)(4).